Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced multiple mild hypoglycemic events while using the ilet bionic pancreas, with lows often following post-meal correction dosing; the lowest reported glucose was 67 mg/dl and glucose subsequently returned to the target range. Symptoms included early awareness of low glucose without loss of consciousness or need for assistance. Outcomes included resolution at home without medical intervention or hospitalization. Investigation included review of device data and user interview, along with troubleshooting and education on proper meal announcement, initiating treatment at the first low alert, and titrated intake of fast-acting carbohydrates. Investigation of this case revealed no device alarms or malfunctions and suggested user-related factors around meal announcement and correction timing as potential contributors, while the specific root cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.